Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up from the customer indicates that all pieces of the endosheath were removed during procedure and the patient is fine.

Manufacturer narrative:
The device was lost by the customer and will not be returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the endoscopy procedure the slide-on endosheath tip/lens broke off and was loose in the throat of the awake patient. The patient was able to cough up the lens.